Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was having more severe pain since their emg on (B)(6) 2018. Patient could not have stimulation on because it aggravated their pelvic pain and incontinence pain and had pain around the ins. Patient's incontinence problems started back in (B)(6) 2017 but had gotten way worse the day before the report. Patient had pelvic pain really bad and had to make bowel movements but stated it would hurt too much if they had to push at all. Patient mentioned they had back pain and tingling down their right leg and numbness in the groin that was related to their spinal stenosis. No further complications were reported.